Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm while attempting a bolus delivery. Customer also reported that insulin pump continued to prime without stopping during prime process. Customer's blood glucose was unknown. Customer would call back with insulin pump information in order to replace.